Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted (B)(6) 2008, (B)(4) lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that lead impedance measurements for the left ventricular (lv) lead have increased drastically, and capture could not be confirmed. The clinic chose to monitor the impedance issue, and the lead remains in use. No patient complications have been reported as a result of this event.